Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -8.0 diopter implantable collamer lens into the patient's left eye (os) on 04-jan-2023. The lens had tore during injection/delivery into the eye. On this same date in a separate surgery the lens was exchanged with a longer length lens and this resolved the problem. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).